Manufacturer narrative:
The device was received deployed and with the formed needle visible within the exposed portion of the soft cannula. Inspection of the needle mechanism found that the needle was not properly seated in the slide retract. Damage was observed under magnification on both the formed needle and the slide retract. This improper installation of the formed needle into the slide retract resulted in the needle not retracting back into the pod. The exposed needle also contributed to the reported pain at the infusion site. During investigation, the hard cannula was found to be bent. It was also observed that the distal tip of the soft cannula was damaged. It could not be conclusively determined when or how this damage occurred. Fluid was able to flow through the entire fluid path despite the damage. The shelf mode current was measured to be out of specification and resulted in the bottom and middle batteries to have lower voltage than expected. The downloaded data returned an 0x33 alarm, indicating the pod timed out while waiting for input from the user. No timeouts or drive stalls were present in the data that would indicate the device struggled to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported that the needle did not retract when the pod was activated; this indicates a needle mechanism failure occurred. The patient also reported experiencing pain while wearing the pod.